Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 500 mg/dl at the time of incident. Customer's blood glucose level was 314 mg/dl at the time of incident and customer's current blood glucose value was 300 mg/dl. Customer reports the symptoms related to their high blood glucose was vomiting. Customer reports they have a back-up plan available. Customer was treated with manual injection. Customer alleged for possible under delivery of insulin. Troubleshooting was performed. Customer performed high pressure test and result was found insulin flow block. Customer was advised to disconnect at the quick release. Customer was advised to go to record for full text. The product was not returned for analysis.

Manufacturer narrative:
Added concomitant products.